Manufacturer narrative:
B5: reporter stated "1 year follow-up is planned" and "patient is happy." Claim#: (B)(4).

Manufacturer narrative:
B5 - reporter stated, "patient is happy. He doesn't want a lens exchange. An annual check is carried out." Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -1.0 diopter into the patient's left eye (os) on (B)(6) 2021. The surgeon reports excessive vault. Reportedly, the lens remains implanted.